Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision of competitor devices done on (B)(6) 2019 due to infection as reported through a medwatch (mw5084853): patient had a primary tha done at another facility. The implants that were implanted at this time received a recall. Patient had a revision tha done on 2019. The reason for this case was to remove the recalled implants. When the surgeon got into the capsule he found that the implants caused pseudotumor which in turn turned the tissue and cartridge to mush. Patient was brought back on 2019 for a second revision of the hip. A seroma occurred and became infected due to the recalled implants that caused the initial pseudotumor. The doctor thinks that when he opened the capsule the first time and found the pseudotumor from the implants it released the issues causing the seroma and in turn causing the overall function. The implants' recall/defectiveness were the overall causes of her issues. Nurse reported that not further information will be released due to hospital policy.